Manufacturer narrative:
The procedure involved placement of implant hardware (medtronic) with the use of surgical navigation (brainlab). Pre-implant images were taken in the operating room with the bodytom CT (neurologica, (B)(4)). Neurologica has performed an investigation. Only one set of CT images were taken approximately 30 to 60 minutes prior to pedicle screw placement. The image set was reviewed and found to have normal quality and accuracy. The bodytom CT was also tested post-surgery and found to have no faults. The first screw was placed accurately meaning the CT had performed correctly. Neurologica's onsite rep following the surgery talked to the surgeon who said "the bodytom CT was not to blame." Since no fault was found, no further action is being taken.

Event description:
Surgeon performing a lumbar interbody fusion with bodytom/brainlab navigated pedicle screw instrumentation and implantation of l3-4 and l3-5. At the l5 level, the surgeon noted trouble with the navigation accuracy. He was able to cannulate the pedicle with no breach. However, when placing the screw it appeared visually to be lateral. Surgeon attempted to remove screw, which when pressure was applied to it broke through to the transverse process. Another image obtained via the c-arm showed the screw in the retroperitoneal space at the l4-5 level and was not retrievable. A general surgeon was called in and after the pt was stabilized posteriorly, he was turned over and an anterior approach was made.